Manufacturer narrative:
The insulin pump passed the self test and displacement test. However, multiple insulin pump error alarm found in the insulin pump history due to software error. Unit received with pillowing keypad overlay and minor scratches on case. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error. Customer stated they were able to successfully clear the alarm and were able to complete rewind. Customer stated that insulin pump did passed the self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.